Event description:
It has been reported to MFR that the occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. The physician inserted the stent delivery catheter and attempted to place the stent and the occlusion balloon had deflated. The physician removed the device from the patient. The patient is reported to be fine.